Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were not relevant to the reported issue. The console was evaluated and it was confirmed that the purge disc retainer had broken off on the console. The root cause of this issue was a broken purge retainer.

Event description:
The user facility reported a leak was observed and noted the automated impella controller had a broken purge disc. There was no report of patient involvement.

Manufacturer narrative:
The automated impella controller device has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.